Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found tamper seal missing. There was no evidence of the error found in the event history log. The customer reported problem was not verified/duplicated during start up. The pump was able to calibration and occlusion testing passed. The pump was found to be operating properly. No issue/fault was found with the device. It was recommended to replace the downstream occlusion sensor as preventative measure. The root cause of the reported problem was unknown as no fault was found. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that the calibration of a pump failed. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.